Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for atrial arrhythmia with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.